Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was in the hospital because of high blood glucose. She stated that her blood glucose had gone up to 603 mg/dl within 3 hours. At the time of admittance, the customer said her blood glucose was 735 mg/dl. Her current blood glucose is 531 mg/dl and she feels okay to troubleshoot. She is treating her high blood glucose with the insulin IV drip that she is on in the hospital. The customer was hospitalized on (B)(6) 2017 at 8:30 am because of unexplained high blood glucose. The cause of the hospitalization was because of diabetic ketoacidosis. Troubleshooting for high blood glucose was done and customer did not have a tubing clamp available and will call back to run the high pressure test. The insulin pump will not be returning for analysis.